Event description:
It was reported that tip detachment and device entrapment occurred. A 200cm x 10cm fathom-14 guidewire was selected for use in a procedure to treat a gastrointestinal bleed. During the procedure, the tip of the wire broke and got stuck in the distal end of the truselect catheter. The wire was able to be removed from the microcatheter once outside the patient. The procedure was completed using original method and/or device. There were no patient complications as a result of this event.